Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found the tubing through pinch valve vl57a was clogged and the tubing through solenoid sol125 was crimped. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a bloody leak from the needle of the coulter lh 780 hematology analyzer. The volume of the leak was about 2 ml and was contained within the instrument. The instrument was down. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.